Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. It was noted that the signals caused inhibition of pacing and the patient had no underlying rhythm. The lead was explanted and replaced. The patient was in stable condition.